Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp 3 lead microbore catheter extension set had a broken spin collar; further described as the white port was "broken at connection site". This was discovered during patient use, when preparing to draw labs. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and the luer locking adapter sleeve in the small-bore assembly was observed broken. A pull test was performed to all joints of the set and no defects were noted. Functional testing was performed, and no leaks or blockages were noted in the set. The reported condition was verified. The cause of the condition could not be determined, however may have been caused by user handling error based on the evaluation. Should additional relevant information become available, a supplemental report will be submitted.